Event description:
The customer stated that her contour meter read 150 mg/dl higher than another meter. She could not provide any actual readings. If the customer's meter read between 250-300 mg/dl, and the other meter read between 100-150 mg/dl, the difference between readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not want to troubleshoot her contour system. No product will be returned for evaluation.